Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The device was unable to perform all functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, priming and excessive no delivery tests due to buttons not responding. There was no moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call moisture damage and cosmetic damage. Customer's blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump was cracked along the display screen and it appeared that water had went inside. Customer advised they had dropped their insulin pump during normal use. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.